Manufacturer narrative:
Other relevant device(s) are: etlw1613c124ee sn (B)(4), expiration date: 2019-02-08, UDI # (B)(4), etlw1616c124ee sn (B)(4), expiration date: 2019-02-02, UDI # (B)(4).

Event description:
An endurant iis stent graft system was implanted in a patient endovascular treatment of an abdominal aortic aneurysm. There was heavy calcification in the iliac artery. It was reported that the patient returned for follow up and the CT revealed that the endurant stent graft in the left common iliac limb had occlusion. No clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Internal film review: review of pre-implant CT¿s confirmed that the patient had a 61mm max diameter infrarenal aaa. The aortic and iliac arteries were extensively calcified. The proximal neck diameter measured ~24 x 25mm just below the lowest left renal artery, and 20mm lower measured ~29mm. The neck also contained thrombus and the infrarenal angulation measured 40 deg a-p relative to the distal aorta. The distal aorta was extensively calcified around its perimeter and measured 21 x 26mm in diameter. Both iliac arteries were non-tortuous but very calcified along their entire length. The right common iliac artery ranged in diameter from 12 ¿ 14mm, and the left common iliac artery ranged in diameter from 11 ¿ 12mm. The external iliacs were also calcified; bilaterally. Review of CT¿s from 6 weeks post-implant (apr 18, 2017) revealed that an endurant iis bifurcate stent graft system had been implanted in the patient. The bifurcate was positioned just below the lowest left renal artery. The proximal od measured ~22mm and 2cm lower was 29mm. The bifurcate ipsi limb on the right side was extended with an endurant limb into the distal portion of the right common iliac artery; the distal right limb od measured 13mm (8mm ID). The contra limb was positioned proximally into the gate, aligned with the flow divider, and was extended down into the distal portion of the left common iliac artery. The distal contra limb od measured 10mm (7mm ID). Thrombus was seen surrounding the inner wall of the bifurcate flow divider (~2 ¿ 3mm max thickness), and beginning at the flow divider the entire length of the left/contra limb was 100% occluded. Distal flow down the left side reconstituted beginning at the left iliac bifurcation. Within the contra gate, the occluded left limb od measured 15mm, below the gate and within the aaa was 18mm, and within the distal aorta was compressed slightly down to ~12mm od. Along the length of the lcia the left limb od measured 12mm (7 ¿ 8mm ID). No stent graft kinks or other areas of compression were observed. The bifurcate ipsi limb and right limb extension were patent and free of thrombus, and blood flow was seen distally down the right side. The max diameter aaa measured 62mm and no endoleak was observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.